Manufacturer narrative:
Concomitant medical products: addrl1, ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience syncope. It was further reported that the right atrial (ra) lead exhibited oversensing. The implantable pulse generator (ipg) and ra lead remain in use. No further patient complications have been reported as a result ofthis event.